Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture pulled out could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sheath was upsized to 12f and the aaa procedure was completed. When closing the artery, one pre-placed suture pulled out of the anatomy. Another proglide suture was attempted to be used in this large-hole closure. During insertion of the device, there was resistance and an audible click was heard. When the plunger was pulled back, no sutures were seen. The footplate lever was closed and the device removed with the guide separating into two pieces. The vessel was incised and the distal portion of the device was removed. Endarterectomy was performed due to vessel damage. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.